Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was "beat up." Analysis also noted the lower case feet were worn, the upper hinge plate was cracked, the paper guide was broken off of the printer drawer, the power cord bay, left keyboard hinge and upper eject lever on the personal computer memory card international association were broken, the keyboard was pulling apart and the radiofrequency head connector on the link electronic module was loose. The device was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the programmer was functional, but "beat up." The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.